Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was using the medium-large clip applier instrument and failed 5 out of 8 times to properly clip the anatomy. Clip applier was not closing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the surgeon was attempting to clamp a vessel or tissue bundle. They did not have any issues with the instrument remaining static, but it was no closing properly to fire the clip. All applications were tried using same and it failed 5 times. They used a backup instrument to resolve the issue. The instrument is available for evaluation.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. Due to the damage, the clip cannot be placed properly. The grips were not found to have cracking damage. Further inspection found a notch at the point where the bend is located. The complaint regarding clip applier failed to apply clips was confirmed by failure analysis. The probable root cause can be attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws

Event description:
Refer to h11 for follow-up information.